Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fault was detected and the maintenance kit and the drive valve group (0104-00-0018) were judged to be faulty. The maintenance kit and the drive valve group were replaced and various inspections were performed. All parameter indicators met the factory requirements. The fault has been repaired and the equipment has been handed over to the customer for use.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had an error message negative pressure too low. After shutting down and restarted the unit, the fault could not be eliminate. A spare unit was replaced in time. There was no injury reported.